Event description:
As resident attempted to advance swg through needle, he felt an obstruction. Resident continued to push the swg through the nedle at the same time, withdrawing needle from the pt. The needle sheared the swg in half. A piece of wire was retained in subcutaneous tissue. A dissection cut was made to retrieve portion of the wire with a clamp. No pt complications.